Event description:
The customer had been getting blood glucose readings such as 264, 311mg/dl and hi on the contour meter. She was adjusting her insulin according to the readings but was blacking out. The customer did not discuss treatment. During an appointment with her doctor she ran a blood test on her contour and compared it with the doctor's meter. The readings were: approximately 360mg/dl and approximately 140mg/d, respectively. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. The test strips are to be returned for evaluation. Replacement meter test strips were sent to the customer.